Event description:
Related manufacturer reference number:2017865-2022-05129. It was reported that the patient underwent post-operative chest x-ray following system implant. A small apical pneumothorax was identified. No intervention was required. The patient was stable.